Event description:
It was reported to boston scientific corp in 2009, that a jagwire was used during a ptcd (percutaneous transhepatic cholangiodrainage) performed two days later. According to the complainant, during the procedure, the distal end of the jagwire broke off. During the ptcd three stents were deployed in the cbd (common bile duct). After the procedure, it was noted under fluoroscopy that a thin foreign material approx 1cm in length was within the first rx biliary stent deployed in the posterior segment of the right hepatic duct. It was also noted that a distal portion of pebax coating was missing and the core wire was exposed. The physician believes that during the attempt to deploy the second stent, the site was severely tortuous and this caused resistance, resulting in the separation of the distal tip. The physician felt the distal tip will not be passed because the stent was deployed. The distal tip will remove by retrieval balloon if the distal tip causes an adverse effect. The pt's current condition is said to be stable; therefore, there has been no scheduled intervention.

Manufacturer narrative:
(Prolonged), other - unretrieved device fragment. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.